Event description:
It was reported that the 6300 system intermittently locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, both monitors, and the workstation power supply were replaced. The beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.